Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device was returned for eval. Eval of the device confirmed the reported malfunction. Investigation determined that the cause of the malfunction was due to a broken solder joint on an optical coupler. The printed circuit board, which includes this component, was replaced to resolve the failure. After repair and routine updates and maintenance, the device subsequently passed all acceptance testing and was returned to the customer.

Event description:
The customer stated that this unit failed its self test.